Manufacturer narrative:
Pentax medical apac performed a good faith effort(gfe) to gather additional information regarding this event and a response was received on 21-may-2024 with the following information. The examination was completed with a backup endoscope. No harm was caused to the patient. The light guide cable wrinkle and leaky. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
According to the normal operating procedures for the patient diagnosis and treatment, the lens into the patient's nasal cavity for image acquisition, imaging brightness was dark, the image did not meet the diagnostic criteria. Had ruled out the problem of the light source, so it was determined that the scope was faulty. Harm performance: delay the examination, repair price was high. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI). D8:was this device ever serviced by a third party? D9: is this device available for evaluation? H4:device manufacture date. Evaluation summary: event that occurred is insufficient light. Based on the investigation, a potential root cause of this failure is the lcb broke due to deterioration from long-term use and excessive bending. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU, avoiding excessive bending during use. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 22-feb-2019 under normal conditions, passed all required inspections and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 22-feb-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.